Event description:
It was reported that the balloon ruptured. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres. The procedure was completed with a different device. There was no patient injury. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. The duration of inflation was about 10 seconds. The balloon was completely removed from the patient's body.

Event description:
It was reported that the balloon ruptured. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres. The procedure was completed with a different device. There was no patient injury.